Manufacturer narrative:
The device was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reportedly had a fluctuating longevity remaining. It was reported that the patient was five percent pacing in the atrium and then zero percent in the ventricle. Boston scientific technical service suggested for a memory dump or a patient data disk with printed hex memory locations for battery issues. Additional information indicated that a save to disk was not done and that the projected remaining longevity still to be determined. There were no changes made and that no other information was given. To date, this pacemaker remains in service. No adverse patient effects were reported.